Event description:
It was reported that about a half hour prior to the incident, the rad-8 that was in the room sounded an alarm for low saturation. The customer stated that they noticed the alarm while they were doing rounds. They went into the room and found that the sensor had moved out of position. They re-positioned the sensor and they monitor started working fine. Customer states that it is not uncommon to get a low saturation reading when a sensor moves out of position on a pt. Customer states that when they looked at the child he appeared to be in good condition. Customer states that after about a half hour, while still doing rounds, they noticed that the child was slumped in his chair. They went into the room and "bagged" the child and were able to revive him. Customer states that the child is currently in good condition. Customer mentioned that just prior and during the incident there was no alarm of any kind and that the unit was powered off. Customer described the first alarm sound (half hour prior) as "beep, beep, beep, beep". I had indicated to him that when the alarm makes a "beep, beep, beep" sound that it indicated a low battery condition. Customer stated that he was sure the alarm was for low saturation and not for low battery. Running on battery at the time of failure. Customer states they charged the unit after the incident to check battery charge level and indicated that it appeared to stay charged for at least a couple of hours. Customer states they will be downloading the trend to profox, but, also wants to send the unit to masimo for eval and repair. I indicated to the customer to not clear the trend either by selecting the clear trend option or by charging the date or time because that too would cause the trend to be deleted. Customer has since thrown the sensor away but stated that the type of sensor used was a neo sensor.

Manufacturer narrative:
The prod has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.